Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box recorded an empty cartridge alarm. The alarm was acknowledged with a button press, followed by a loss of prime alarm. The pump was then primed following the loss of prime. There were no prime issues found during investigation. A force sensor calibration reading was within specification. No defects were found to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump primed on it's own in the middle of the night. The reporter stated that the patient does not remember pushing any buttons or that the pump emitted a replace cartridge alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.